Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not rotate. The device was not fired. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4): dropping or ejecting clips. Eval summary: the analysis results found that the instruments was returned in good visual condition. The instrument was cycled, fed and formed 13 clips conforming and 2 clips ejected. The instrument lockout was functional. During the analysis the knob rotated as intended and without any difficulties. While no conclusion could be reached as to what have caused the firing issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.